Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified infusor underinfused. It was further reported that after the expected infusion time of 55mg/12 hours, the medication still stays in the bladder after 13 hours. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.